Event description:
The following is based off medical records provided to davol by the pt attorney: ni/ni/ni - patient was alleged to have been implanted with a bard/davol "marlex" mesh. On (B)(6) 2011 - the pt underwent explant of the "marlex" mesh and implant of two non-davol pelvisoft grafts implants.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. It was reported that the pt was treated for infection and adhesions. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection developes, treat the infection aggressively. The prosthesis may require removal of the prosthesis." Without a lot number a review of the manufacturing records could not be conducted. Additionally. No product was returned for evaluation with the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.